Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had failed to close. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. The field service engineer (fse) found matrix medication stuck behind main drawer 6 after it was removed. The customer logged in and completed inventory. Drawer station was tested and confirmed to be functioning. The system functioned as intended after the field service engineer resolved the issue.